Event description:
Procedure: sigmoid resection. According to the reporter: staples did not form properly, on three occasions in the proximal two centimeters. Another device was used to finish the procedure and additional tissue was resected.

Manufacturer narrative:
(B) (4). (B) (4).